Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt had an infection on the lead site. The physician recommended explanting the device, but the pt refused because the stimulation is helping his pain. The pt was given antibiotics through a pic line and is reportedly doing well.